Event description:
It is reported that the device may not infuse rapidly. The h-1200 decreases the delivery rate considerably after half the bag is delivered.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked return tube at elbow. Functional testing was unable to duplicate the reported issue. Chamber pressure cuffs are considered an accessory of the returned device, and were not include in this investigation report. Device passed all functional testing, no problem found. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken., corrected data: d4, h4 - device manufacture date.